Event description:
It was reported by the physician that the vns patient was seen for a follow up appointment, and the patient reported having had a flurry of seizures, below the pre-vns baseline a few weeks prior to the office visit. The physician reported that when the device was interrogated, the output current was set to 0ma, which was not the intended setting. The physician stated that he reprogrammed the device. Good faith attempts to obtain additional information, including programming and diagnostic history for review, are underway.